Manufacturer narrative:
Date of report: 19dec2018. Date of manufacturer: 18dec2018. The touchscreen was returned to philips for evaluation. Failure analysis on the returned touch screen shows that the ul_lr and ur_ll resistance were out of spec; causing the touchscreen to fail calibration.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 08oct2018. The manufacturer¿s field service engineer (fse) confirmed the reported touchscreen issue and replaced the touchscreen assembly, calibrated and tested for operation. All ok.

Event description:
The caller reported that the unit periodically had touchscreen issues. There was no patient involvement. The event date was not specified; estimate used.